Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "left side deflation."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on anterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on radius, anterior and posterior, opening crease smooth on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius, anterior and posterior assessed as surgical damage. An opening crease smooth on radius assessed as fold flaw opening additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.